Event description:
A pt with nhl (non-hodgkins lymphoma) was moblized, and peripheral blood stem cell (pbsc) collection was performed for the future autologous transplant. The stem cell product was cryopreserved and stored in cryocyte freezing container and metal cassette in the vapor phase of liquid nitrogen. The bag broke after cryopreservation and storage, before thawing. The stem cell product from the broken cryocyte container was given to the pt in 2002. The bacterial culture of the product was found positive for staphylococcus capitis the following month. The pt rec'd additional antibiotic treatment and engrafted with no complications.